Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was shocked by the right ventricular (rv) low power lead. The rv lead was shut off then programmed to unipolar and remains in use. No patient complications have been reported as a result of this event.